Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, there was a non-sustained ventricular tachycardia (vt) episode that appeared to be ventricular lead oversensing on stored electrogram (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.